Event description:
Customer reported a blood leak occurred in the centrifuge, during the first patient treatment that was being done with this instrument, which she reported was a validation treatment. Customer stated a blood leak alarm occurred within the first five minutes of the purging air phase of the treatment, but te whole blood processed volume was unknown. Customer stated that prior to starting the treatment, when they were doing a validation test this morning, the return line had been clamped to intentionally induce a return pressure alarm, and that when the return line was unclamped, a system pressure alarm had occurred. Customer stated that the blood leak occurred about half an hour after the alarms that had occurred during the validation test, and that the kit used in the validation test is the same kit being used for this treatment. Customer reported a system pressure alarm had also occurred at the same time the blood leak occurred, and that he had heard a noise which he described as "a gentle noise, like air coming out of a tire", at the time the leak occurred. Customer stated the bowl and drive tube appeared to be intact, and the drive tube bearings were still installed in the bearing retainer clips. Customer sent six photos of the bowl and drive tube still installed in the centrifuge after the leak occurred, which support customer's description of the kit. Patient is in stable condition. Service order (B)(4) was dispatched. Customer agreed to return the kit. On (B)(6) 2014, customer reported field service was completed, but there is still a small amount of residual dried blood in the centrifuge from the leak that occurred on (B)(6) 2014. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c326 was performed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of lot c326 shows no trends. A review of the complaint categories shows no trend for alarm #7: blood leak: (centrifuge chamber), drive tube leak/break, noise, alarm #18: system pressure or alarm #17: return pressure. CAPA (B)(4) was initiated for drive tube leak/break. Alarm #18: system pressure was investigated trough CAPA (B)(4). CAPA (B)(4) was closed as effective. Alarm #7: blood leak: (centrifuge chamber) was investigated through CAPA (B)(4), which was closed/cancelled. This assessment is based on information available at the time of the investigation. Analysis of the returned kit (lot c326) is in progress. A supplemental report will be filed when this analysis is complete